Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 3487a-33, lot# j0016054v, implanted: (B)(6) 2000, product type: lead; product ID 3487a-33, lot# j0015972v, implanted: (B)(6) 2000, product type: lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that the patient had been in the hospital for eight days and they could not get ¿the equipment¿ to work. The implantable neurostimulator (ins) had ¿been really low.¿ the patient went to the healthcare professional (hcp) about a month prior to report and the hcp told them that the battery was ¿going to be done any days now¿ and would need to be replaced. The caller and patient thought the ins may be at that point. The caller had tried many times but could not get it to work. It was noted that ¿it had been slowing down over the past couple of months.¿ additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event as the patient thought her device was it its end of life. No reported abnormal impedances, no patient hospitalization required, and patient outcome noted as non-serious illness/injury. It was indicated that the patient had a loss of therapeutic effect and was going out of the country, but when she returned, she would make an appointment with her physician to have the device checked.